Event description:
It was reported that while using an unspecified bd pen needle insulin was unable to be delivered. Consumer reuses needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2021, when the patient was injecting insulin at home, it was found that there was no infusion. After the needle was removed, it was found that the injection was correct. Additionally on 11-1-2021 information was received from the sales representative, and the description of the incident was updated as follows: the customer reported that the patient used insulin repeatedly, and one of the needles was blocked. After replacement, the injection was normal. The sample, batch number and expiration date were not available for too long. According to analysis, the possible cause is that the repeated use caused the mixing of insulin crystals and human tissue fluid to cause blockage. Doctors have been asked to improve patient education about not reusing and standardizing the injection technique. No need for special feedback.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that while using an unspecified bd pen needle insulin was unable to be delivered. Consumer reuses needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2021, when the patient was injecting insulin at home, it was found that there was no infusion. After the needle was removed, it was found that the injection was correct. Additionally on 11-1-2021 information was received from the sales representative, and the description of the incident was updated as follows: the customer reported that the patient used insulin repeatedly, and one of the needles was blocked. After replacement, the injection was normal. The sample, batch number and expiration date were not available for too long. According to analysis, the possible cause is that the repeated use caused the mixing of insulin crystals and human tissue fluid to cause blockage. Doctors have been asked to improve patient education about not reusing and standardizing the injection technique. No need for special feedback.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.